Event description:
Pt was implanted on 03/05/1998 with a synchromed pump and catheter to deliver intrathecal baclofen for the treatment of intractable spasticity related to cerebral palsy. On 01/06/1999 the model 8703w catheter was explanted and another model 8703w catheter was implanted after an x-ray verified that the catheter had broken and portion of the catheter was free-floating in the spinal fluid. The proximal segment of the catheter was returned for analysis.